Manufacturer narrative:
Analysis of files from AED sn (B)(4) reveals an event on (B)(6) 2021, lasting 56 seconds and consisting of a partial analysis period with no shocks delivered. The AED was powered on, and a valid patient impedance was read shortly thereafter. The AED began an analysis period; however, the analysis period was restarted due to interference. The AED then experienced motion and before the analysis period could be restarted, the pads were removed from the patient. Throughout the rescue, the battery voltage was critically low and after 56 seconds the AED powered off due to the critically low battery voltage. Following this, the AED was turned on again where it reported a service code indicative of a fully depleted battery. The user then powered the unit on and off several times during which the AED would have announced the state of the battery. The customer had reported that the AED's volume kept decreasing during the rescue. This was likely an effect of the battery voltage being critically low during the rescue and unable to sustain the power required by the audio system. Inspection of AED sn (B)(4) with a new battery pack showed that the AED's audio worked at a normal level and the device functioned as designed, successfully performing a defibrillation shock when tested with a patient simulator. The AED's battery pack is currently under investigation. Should additional information become available a follow-up MDR will be submitted.

Event description:
A customer reported that during a rescue attempt, the AED's speaker volume faded until it was inaudible. CPR was continued, and the AED was removed from the patient by the emt who arrive on the scene.